Manufacturer narrative:
Additional information section: h6. This complaint reports that recent drains look different (specifically mentioning the lettering) and are missing "kickstands." Further questioning clarified that only one drain was missing the floor stand. The user chose to use the drain despite the concerns and will not be returning it for evaluation. They provided a picture which shows the drain in use. The picture is small and is at an angle that makes it difficult to see the bottom of the drain, but it does appear as if the floor stand is missing. The artwork on the drain based on the image provided is correct. An update to the drain artwork was introduced on (B)(6) 2025 which changed the look of the drain. The drain should still contain a floor stand. It is possible that the floor stand could be damaged or not adequately snapped onto the post, allowing it to fall off. There was no information provided by the user that a floor stand was found within the packaging material. The drains are 100% inspected by ensuring the stand can be rotated into its locked position and therefore it should be noticed if a floor stand is missing during the manufacturing and/or inspection process. A DHR review and the recurring lot number report could not be completed because the product lot number of the complaint was not provided. A historical review of CAPA, ncrs and complaints was completed, which did not identify any issues directly related to this complaint. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. This complaint reports a missing floor stand. Based on the provided picture, the complaint and device nonconformance are confirmed, but the cause is not known. The most likely root cause is due to manufacturing ¿ assembly and therefore a corrective action request (cr 1352911) has been initiated.

Event description:
N/a.

Event description:
It was reported by the customer that they received an oasis drain that was missing the kickstand.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.